Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was poor illumination during a procedure. The procedure was completed using an auxiliary illuminator. There was no negative impact to the patient.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative noted seeing cracks in the optics block if the tabletop illuminator. The illuminator module was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on march 5, 2012. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to cracked aspheric collimating lenses in the illuminator module. (B)(4).